Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer. Tandem technical support attempted to gather additional information; however, no response was received.